Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun

Event description:
It was reported that the lead was dislodged. Lead dislodgement resulted in a loss of capture. The lead was explanted and replaced.